Manufacturer narrative:
Case imagery was provided for review. Aortic root angiogram revealed several calcium deposits on the leaflets, and visible aortic insufficiency. Procedural cine revealed the valve was in position before deployment with the marker centered. No valve deployment imagery was provided. Post deployment, contrast dye application from the lv side and aortic was performed to detect damage and source localization. No dissection was visible. Impression: source detection without clear localization by fluoroscopy. Recommendation: for borderline valve sizes an attempt could be made by bav and contrast dye (exclude leakage) to further evaluate the anatomy and guide valve sizing decision before proceeding with valve deployment. In this case, the CT scan analysis showed a sievers type 1 bicuspid av. A ¿soft¿ sapien 3 26mm valve size implantation was correct, based on the measurements.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age ¿ (B)(6) years, severe aortic stenosis, frail condition, moderate native leaflet calcification) likely contributed to the annular rupture, open surgical repair and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in brazil, during a transfemoral tavr procedure, following the insertion of a 14fr esheath, patient showed severe hypotension, followed by cardiac arrest. As per medical opinion it was unknown if the hypotension was due to hypoxia or instability caused by the guidewire in the left ventricle. After crp maneuvers and mechanical ventilation, the patient recovered hemodynamic stability. Echo did not show pericardial effusion. Post deployment of a 26mm sapien 3 valve, the patient became unstable again. Echo now indicated moderate pericardial effusion. Pericardiocentesis was performed. Aortography and ventriculography did not rule mechanical complications. Due to the refractory cardiac tamponade, the patient was taken to the or and a thoracotomy was performed. The procedure showed an aortic annulus rupture related to the posterior aortic wall. Patient expired a couple of hours later in the ICU. Information regarding the native annular diameter was not provided. Moderate leaflet calcification, with calcification mainly on the non-coronary cusp, was reported. Per medical opinion, patient frailty likely contributed to the annular rupture. There was no predictor of the rupture present on the CT scan.